Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was revealed that the pacemaker set screws were stripped. The set screw could not be engaged despite using multiple hex wrenches. The device was explanted and replaced using surgical tools. The patient was stable.

Manufacturer narrative:
The reported field event of inability to loosen the setscrews to remove the leads was not confirmed in the laboratory. A partial device was returned without the header portion of the device. The portion of the device that was returned was tested on the bench and no anomalies were found.